Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. It was reported that hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was put into the body, the physician prepared to implant the smarttouch (st), but they found few blood dripped from the entrance of the st catheter. The physician refrained from implanting the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the body immediately. The physician then changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and completed the procedure without any problem. No patient consequence was reported. The hemostasis valve (gasket) of the original sheath appeared to be broken, though it was not confirmed that the valve was broken into separate pieces. The brim cap became detached from the sheath. Air did not enter the patient¿s body. No surgical removal was required. There was blood return observed, but the hemodynamics were not compromised due to bleeding. The hemostatic valve dislodgment is an MDR-reportable issue.

Manufacturer narrative:
On 10/19/2020, the bwi product analysis lab found that the hemostatic valve was dislodged inside the hub. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. It was reported that hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was put into the body, the physician prepared to implant the smarttouch (st), but they found few blood dripped from the entrance of the st catheter. The physician refrained from implanting the st, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the body immediately. The physician then changed to a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and completed the procedure without any problem. No patient consequence was reported. Device evaluation details: according to pictures provided by the customer, the hemostatic valve was observed folded inside the hub. When the physical device was first inspected on 10/19/2020, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).